Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons and the up and down arrow buttons are not responsive. The customer's blood glucose reading was 213mg/dl at the time of incident. Troubleshooting found that the customer had issues with the up arrow and that it was unable to scroll up the menu screen to calibrate and start the sensor. Customer was advised on proper calibration techniques and to monitor the pump and call back if any further issues.